Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix could not be retracted after it was extended. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with as returned for evaluation. The helix fully extended. It was damaged. / stretched and lightly bent. Visual inspection found the distal conductor distorted within is-1 connector pin. /over-rotation and that prevents to retract the helix. If information is provided in the future, a supplemental report will be issued.